Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the bio-console 560 instrument had an error 69 (sc mpu ups open battery detected hard error) after the power on self-test; the instrument's display was black due to a defective controller board; the batteries were totally depleted and a power cable was missing. The issues were resolved by replacing the assy system controller module -006, the battery,12v,6.5 ah, certified *2 and installing a new power cord. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument displayed an error 69 (sc mpu ups open battery detected hard error) after the power on self-test; the instrument's display was black due to a defective controller board; the batteries were totally depleted and a power cable was missing. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the lot number of the batteries that are replaced cannot be determined as there is no labeling on them. Additionally, the batteries are sent to scrap once they are replaced. The ui serial number is recorded to track which user interface is assigned to the main unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.